Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 02k91-25 that has a similar product distributed in the us, list number 02k91-27. (B)(4).

Manufacturer narrative:
Accuracy testing was performed in-house with retained reagents of lot 20278m500 (list 02k91-25). An architect ca 19-9xr panel, consisting of four different levels of analyte concentration, was tested. Two replicates of each panel level were tested across three separate architect isystems. All results met specifications. This demonstrates that the assay can accurately detect known concentrations of the ca 19-9 antigen. The customer also performed further analysis of the patient sample in question. Serial dilutions of the sample produced non-linear results, indicating a possible interferent in the sample. Then the sample was treated with neuraminidase and the value of the sample did not decrease. The sample was also treated with a heterophilic blocking tube and a decrease was seen with the patient sample indicating the presence of heterophilic antibodies in the patient sample. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect ca 19-9xr assay package insert contains information to address the current customer issue. The intended use section of the assay package insert states that the architect ca 19-9xr assay is to be used as an aid in the management of pancreatic cancer patients in conjunction with other clinical methods. The patient was not known to have pancreatic cancer. The current evaluation indicates that the architect ca 19-9xr reagent kit is performing as intended and no new issues were found. The event involved a single patient. A product malfunction was not identified.

Event description:
The customer states that falsely elevated architect ca 19-9xr assay results were generated on one patient. The current sample has generated a result of 4429 u/ml. Architect results for this patient have been in the 3000 to 5000 u/ml range since the year 2009. The patient was referred to a regional cancer center where she was tested by a non-abbott ca 19-9 methodology, which generated a result of 5.2 u/ml (tested on (B)(6) 2013). On (B)(6) 2013, a CT scan was performed at the cancer center with no abnormal findings. An ultrasound and endoscopy were also performed at that time and no signs of cancer were found; however, two pancreatic cysts were discovered. Controls were within specifications for the architect ca 19-9xr assay. There is no further impact to the patient reported.